Event description:
It was reported that the patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) device. There was observed noise on the secondary and alternative vectors, and on the primary vector there was small signal amplitude observed and noise. Boston scientific technical services (ts) was contacted to discuss options, and ts stated that the issue could be related to a set screw issue. The patient was brought in for a revision procedure and the terminal pin was pulled out of the header without a wrench, indicating it was not connected properly, and re-inserted, after which the electrogram appeared clean. The s-ICD system remains in service. No additional adverse patient effects were reported.